Event description:
Boston scientific received information that an alert was issued by the latitude remote monitoring system due to the implantable cardioverter defibrillator (ICD) recording a low shock impedance measurement for the right ventricular (rv) lead. The cause of the low shock impedance measurement is unknown at this time. It was noted that beyond the one low shock impedance measurement, it has remained stable in the mid 50 ohms range. The boston scientific sales representative stated that the physician will continue to monitor the patient since there has been just one isolated reading. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.